Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and displacement test. Pump passed the dat test at 0.08780 inches. Unit received with intermittent act button due to flattened dome switches (no crease). No unlocked j2/lcd keypad connector.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. Customer¿s blood glucose was 527 mg/dl at the time of hospitalization. Customer¿s current blood glucose value was 134 mg/dl. The blood glucose value was 600 mg/dl. Customer treated with intravenous fluid and manual injection for high blood glucose. The product will return for the analysis.